Event description:
It was reported that the programmer generated an error. The programmer was returned for service. Follow-up determined that this occurred while interrogating a specific model of implantable heart device, that the programmer was replaced and that there was no negative impact to the patient.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).